Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the ethernet bulkhead connector was damaged, the representative then bypassed the connector. It was reported that the representative then returned to the site and replaced the bulkhead connector to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect connector has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a cervical spinal fusion, the imaging system was unable to establish communication with the navigation system in the operating room (or). It was reported that a second medtronic navigation system was brought into the or to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the software functioned as designed. The cable was returned to the manufacturer for analysis. Analysis found that the ground prong has been broken off and is missing. Otherwise, the cable appears to be in good shape and passed a continuity test, with no opens or shorts detected. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.